Event description:
The resident was sitting on the raised toilet seat and leaned forward. He fell, suffering a facial laceration that required sutures.

Manufacturer narrative:
It was reported that the resident was sitting on the raised toilet seat. He leaned forward and the seat apparently came off. He fell, suffered a laceration above his eyebrow and required sutures. The facility would not provide additional info about the resident and would not release the sample for evaluation. No photos were sent. They returned eight new and unused samples. No functional defect was identified on any of the samples. The tightening mechanism was intact and functioned as intended. It is not known if the device had been correctly installed and secure prior to use.